Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The device was not used to a patient with foreign material attached to the device. The user inspected the device to detect any malfunction before using it. The scope was precleaned without any delay after the procedure. No abnormalities were noted with the reprocessing accessories. Manual cleaning was performed within an hour after the procedure. The device was rinsed before manual disinfection. All the scope channels were connected to the tubes when the scope was being set up into the aer/ ewd. The air/water channel flushed with water and air by using mh-948 or similar unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were no deviations from instructions for use (IFU) in reprocessing steps for the area where foreign material remained. Furthermore, there was no physical damage to the device where the foreign material was remained. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the unclear image was not confirmed. The device evaluation found there was solid black material in the nozzle. In addition to the reportable malfunction, the following were noted: angulation was insufficient due to wear of the angle wire and the water volume was insufficient due to nozzle clogging. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an unclear image and the angle was reduced. The issue was found during preparation for use for a diagnostic gastroscopy, which was completed with a similar device. There were no reports of patient harm.